Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the foreign material could not be identified. Stress such as damage or deterioration of parts is a possible cause of the failure. The most probable cause for the malfunction is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the scope connector and electrical base presented with corrosion and crystallization. There was no patient involvement.